Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient thought something was wrong with her implant. The patient recharged the device two nights prior to the report. The night prior to the report she was in a lot of pain, it was like it (the implant) wasn¿t working. From 2 a.m. To 4 a.m. The patient was recharging the ins to make sure it was fully charged, but the patient still in a lot of pain and it scared her because she hadn¿t been pain and now it was really bad. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.